Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified coronary artery. After a stent was placed, a 3.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, while advancing the balloon, the shaft broke outside the patient's body. The procedure was completed with a different device, and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed that at 53.5cm from the strain relief, the hypotube was separated. There were numerous hypotube kinks to the device. A microscopic inspection revealed no damage or irregularity. There was contrast in the inflation lumen and the balloon was tightly folded.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified coronary artery. After a stent was placed, a 3.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, while advancing the balloon, the shaft broke outside the patient's body. The procedure was completed with a different device, and there were no patient complications reported.